Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because a drawer was not detected on the communication bus. A field service engineer replaced the modular controller and drawer controller board, but the drawer could not be configured. After removing all pockets and checking the row boards and cables, the retractor band was replaced, making the drawer operational again. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.